Event description:
The pt, who is a paraplegic, came into the emergency room to have her latex catheter changed because of problems with the flow. Approx one hour after the silicone catheter was inserted, she developed red itchy patches on her hands, arms and elbows. The catheter was removed and replaced with a latex catheter and the pt's symptoms resolved with no treatment required.